Manufacturer narrative:
The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the pt. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. Three samples from lot 452923. The received samples were tested and the samples met specification. Associated lot numbers for (B)(4). The investigation of history batch records was performed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. The products were produced in accordance with valid specification. The samples were tested and the samples met specification. Reported to the FDA on (B)(6) 2013.

Event description:
Complaint received as follows: "(B)(6) reports that pt does not like the catheters that were sent out because they were too stiff. Did not care for the gentlecath coude they caused some irritation and pain". Outbound follow-up call. (B)(6) took message to give the end user. Record reopened to add additional information provided by (B)(6) on (B)(6) 2013: outbound (B)(6) stated her husband was not available to speak with us. She reports she contacted (B)(6) and recalls the gentlecath (B)(4) lot 452923 caused some discomfort with use and bleeding occurred upon removal. She could not recall or describe amount. States bleeding stopped after removal. They went to a coloplast blue striped coude intermittent cath and states he is doing well. No further irritation or discomfort. (B)(6). No allergies. No medication. Dob: (B)(6). On (B)(6) 2013: outbound follow-up call. (B)(6) took message to give to end user.